Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/20/2023, it was reported by a sales representative via sems (B)(4) that an arthroscopy pump, ar-6480, would read to a certain level of pressure but doing more than that. Also, there is an unstable outflow issue as well. This was involved in a case, however, no patient harm.